Event description:
It was reported the customer had a partial display. It was also found there was missing segments in the black screen during a selftest. Customer also reported a line over the screen. No additional information provided.

Manufacturer narrative:
Unit had missing segments due to cracked zebra connector on lcd. Unit had a scratched display window, cracked battery tube threads and cracked reservoir tube lip.